Manufacturer narrative:
The customer complaint of foreign material found inside of the cassette during post-op was confirmed. A visual examination of returned new item 10k100, confirmed debris inside returned product cassette. The cassette membrane was removed, and white particulate was found. The product was returned not in the original conmed shipping bag. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found 2 events with a quantity of (B)(4) units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 94 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that tubing sets should only be used if the original packaging and labeling are intact. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use. A determination for further investigation was made and a manufacturing process review initiated for this device family and issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code ; gcj. At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, (B)(6) hospital, the distributor (B)(4), reported to conmed (B)(4) issues with the 10k100, linvatec 10k/24k arthroscopy inflow tubing set. It was reported that the device was used, exact date unknown, for an arthroscopic procedure, either psld, a/s knee, a/s shoulder. A foreign material was found inside the cassette of the tubing post operatively. They were unable to determine what the material is. There is no reported patient injury or impact and the procedures were completed with no reported delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the unknown foreign debris which was removed.